Event description:
Blood line for hemodialysis. Venous connection is luer locked to end of pt needle. Luer lock remained attached to pt needle, however the line disconnected from the luer lock. Blood pump speed 500 ml/min at time. Pt recognized emergency and placed pressure on site which stopped blood pump to prevent significant loss of blood. Estimated blood loss 100-200 ml. Officially reported to supv on 6/1/99.